Event description:
Sfa stenting-patient enrolled in trial in other country: moderate dissection during procedure reported; resolved without permanent injury.

Manufacturer narrative:
Please reference MDR 2183870-2008-00198 for other protege everflex used in this procedure.